Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist (tss) found that the cabinet had last been online in logmein (lmi) on 9/26. The tss connected to the cabinet through remote support services (rss) and discovered in internet explorer that *.logmein.com was blocked in the information technology network by fortigate application control. The tss then walked the customer through restarting the cabinet using the power switch and restarted the all-in-one (aio). In the populate buttons screen, no failed drawers were found. The customer confirmed that the item could be issued successfully and authorized closure of the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to log on to issue clonidine 0.1mg tab as the message on the screen stated the drawers were offline. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.